Event description:
It was reported that parts of the device broke off in the patient. The broken piece was removed, and an x-ray was not required. Technical evaluation found scratches on the surface near wear the piece broke off and slightly bend shaft that might have led to the breakage. In all cases described above no patient, user or third was harmed.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. Evaluation was done as part of CAPA 22-0074 (retrospective review). The complaints describe issues with (B)(4) (insert,bowel grasper,fenestrat). A complaint history review (for the last two years) yielded six complaints that describe similar mal-functions. In all cases that resulted in filing an MDR the item in use broke during a procedure and the pieces needed to be retrieved from the patient's body. It was determined that the complaint is reportable because the risk for serious injury is not excluded if the event were to recur. Two complaint investigations also refer to complaints (review timeframe between 2020-11 and 2022-11) that were con-sidered as similar and caused or contributed to a death or serious injury or required medical inter-vention. Based on this, the complaints are considered reportable. The event is filed under internal karl storz complaint ID: (B)(4).